Manufacturer narrative:
H3: not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges a runny nose. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 12/05/2023 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges a runny nose. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned for evaluation. But the repair evaluation is not yet completed. The manufacturer is submitting an updated report at this time. After completion of evaluation, a follow-up report will be filed. In box d: device avail for eval and date returned has been updated. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.

Manufacturer narrative:
Additional information was received on dec 08, 2023, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges a runny nose. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings as dust were observed. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There were no errors found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Section h6 updated in this report.